Manufacturer narrative:
Product complaint #: (B)(4). Batch # r5ac3p. Investigation summary: the analysis found that one pve35a device was returned for analysis with a cartridge loaded on the device. The reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The device was disassembled to reset the bailout system and the switch actuator post was found to be broken leaving the switch actuator loose which lead to the device not to fire. Although no conclusion could be reached as to how the device became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information received: it was stated that a leak occurred in the chest, but he couldn't verify if the leak was coming from the location of the malfunctioned stapler or from another part of the chest. The surgeon continued to remove the lobe from the chest while the stapler was stuck. Bleeding was occurring from multiple sites. The customer stated the stapler was hindering their ability to spot and identify the other leaks in the chest. The patient expired during the case. The surgeon presumed it was a myocardial infarction. Additional information requested and received: please confirm that in phone conversation between the sales rep. And pa that leaks mentioned were actually bleeding. Additional information requested and received: what were the indications for surgery? Surgeon was performing a lobectomy on a patient with lung cancer. Were any clips used in the vicinity of device firing? No clips appeared to be in the vicinity. Did the device cut and staple the full length? Yes, it was assumed by the surgeon and pa that the device cut and stapled the full length. Were any unusual noised heard during firing? No. What troubleshooting steps were taken in attempts to open device? Reverse button pushed forward, manual override engaged and lever moved back and forth to bring the knife blade back, at which point, the lever stopped moving back. What was the approximate width of compressed vessel being fired on? 3-4mm. Can it be confirmed that the entire width of compressed vessel was proximal to cut line and no extraneous tissue was within jaws distal to cut line? Yes. Does the surgeon believe that the difficulties experienced with device led to the bleeding observed? No, the surgeon is not sure if the bleeding was caused by the difficulties with the stapler or if bleeding was coming from another source in the chest. What is the surgeon¿s experience using device? The surgeon has used the pvs device several times. How was the device eventually removed from the tissue? Another surgeon was able to move the jaws off the tissue. It is unknown how exactly this occurred. Once the release lever was pushed open, the jaws opened. It was reported that there was bleeding from multiple sites. What was the etiology of those bleeds? Other branches of the pulmonary artery were being transected while the device was stuck on the stapler. Bleeding may have occurred from those other sites to complete the lobectomy. Were any staple formation issues identified? Bleeding was quickly pooling in the chest cavity. The surgeon and physician assist assumed a staples formed. No autopsy was performed, the cause of death was a myocardial infarction.

Event description:
It was reported by the sales rep that, the customer was performing a lobectomy. The physician's assistant was firing his first pass with the pve35a on a branch of the pa near the left lower lobe. The stapler's knife blade advanced and appeared to move back to its original housing position. The physician's assistant attempted to open the jaw of the stapler; however, the stapler failed to open. The energy sales rep was contacted, but unavailable due to being present at a course in (B)(6). He forwarded a message to the territory account leader (tal) to call into the (B)(6) operating room where there was an emergency with a stapler. The tal called the operating room to and started speaking to the physician's assistant on the phone. The physician's assistant informed the tal that he tried the reverse button and tried to maneuver the manual override lever. The manual override level moved back a few steps, but seemed to jam. A general surgeon stepped in and was able to open the jaw of the stapler. Was surgery delayed due to the reported event? Yes. If yes, number of minutes: 15. Was procedure successfully completed? No. Were fragments generated? No. If yes, were they removed easily without additional intervention? Unknown. Patient status/ outcome / consequences? Yes. Patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Patient expired. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required? Unknown. Is the patient part of a clinical study? Unknown. (B)(4). Device property of: hospital. Device in possession of: the operating room director. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.